Manufacturer narrative:
As the five lot number for the devices were not provided, a manufacturing review could not be performed. The five samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model unk port & catheter, implanted, subcutaneous, intravascular allegedly unable to aspirate. These reports were received from various sources. Of the five events, all involve patients with no reported patients¿ injury. All other patient age and weight were not provided. One patient was female. All other patient gender was not provided.